Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock met specifications. The complaint history review indicated that there have been similar events for the reported family. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.

Event description:
It was reported that, the patient is having pain, swelling and cannot exert too much weight or exercise. Initially patient was doing fine but at the end of may he started to feel pain. He had an MRI today and blood tests and will follow up with surgeon.